Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted to be positioned with no success. The physician tried to pull the lead back to reposition but the lead got hung up in the superior vena cava (svc) and was unable to be removed or advanced. After several attempts, the physician decided to leave the lead in the svc. This ra lead was surgically abandoned. No additional adverse patient effects were reported.